Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9128794. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 physical sample were received for evaluation by our quality team. Investigation conclusion: the samples were tested for shield pulled force and after visual inspection, epoxy drip over the plastic needle hub was observed. Root cause description: the cause for this defect could have resulted during the nip assembly line where a jam in the cannulator could have resulted in the white epoxy drip over the needle plastic hub. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the cap was difficult to remove from the needle 16gx1-1/2in rb, and doing so revealed excessive epoxy stuck to it. This occurred with 3 needles before use. The following information was provided by the initial reporter: "we may have a bad batch of 16 g needles. One of our pain docs went to use a 16 g bd needle (305198) needle yesterday and he couldn¿t get the cap to come off. It was stuck on. When he finally got it off it seemed like the white adhesive/sealant around the hub of the needle was stuck to needle cap and kind of flaked off a little when the cap came off. Will continue to monitor and let you know, but he did try 3 needles that did the same thing. These are just individually wrapped, they are not in a pack".